Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery communication error. No adverse effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, had top case cracked and chipped by the front left and right bottom corners. Cracked battery door and visible contamination by the l bracket pole clamp were present. Non-OEM (original equipment manufacturer) super cap was found in main pc (printed circuit) board. The customer stated problem was duplicated. Replaced main pc board. The cause of the reported problem was traced to customer use of unapproved and counterfeit components to repair their pumps. The use of counterfeit components in the repair of pumps is strictly prohibited. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. The device is 9 years old.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and top case was cracked, chipped by the front left and right bottom corners, had a cracked battery door and visible contamination by the "l" bracket pole clamp. Non-OEM (original equipment manufacturer) super cap found in main pc board. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective main pc (printed circuit) board. The cause of the reported problem was traced to the customer use of unapproved / counterfeit components to repair their pumps. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d5: operator of the device: unknown e4: customer reported to FDA: no information h6: event problem patient code: 4582